Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber stopped working at 201, 038 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone, the fiber proximal to the fracture was found to rotate independently of the metal cap. The fiber was found to be bent between the outlet flow tube and the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.